Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed a check syringe plunger sensor in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during visual inspection and functional test. Check syringe plunger sensor" message alarmed when infusing the device. Plunger's dowel pin was loose which was out of place. The root cause of the reported issue was unable to be determined. The technician re-pressed dowel pin into place. Performed all functional/delivery tests which passed.

Event description:
It was reported that a check syringe plunger error was observed. No patient injury was reported.